Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead¿s helix's screw failed to retract, and the lead could not be removed from the patient's body. The lead was capped and left implanted. A new lead was implanted. There were no patient consequences.